Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 06/25/2019 via medwatch # mw5087422. Initial reporter: the customer's address is unknown:  (B)(6), USA has been used as a default.  (No customer contact information was given via the medwatch information received). Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter for lot #9029535 item #309653. Related complaint: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that foreign matter occurred before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "while sterile compounding, one of our techs noted that a sterile syringe that he just opened had residue on the plunger side. While compounding in our hosp. We encountered a syringe that had residue on the plunger almost causing contamination of a sterile product. I spoke to the tech involved to ensure that the residue did come from the original packaging and he stated that he was practicing sterile technique and noticed the residue when he opened the package in our closed hoods. This has been a single incident, but we will continue to monitor in case we have any other encounters, we do have the original syringe in case you would like for us to send it in."